Event description:
It was reported that a user of the ilet experienced intermittent hyperglycemia with a highest reported glucose of 239 mg/dl for about 30 minutes, while most daily readings remained between 98 and 160 mg/dl and the user announced meals and followed guidance. Symptoms included elevated blood glucose. Outcomes included no alarms and no medical intervention or hospitalization. Investigation included troubleshooting and education by support personnel who reviewed pump use and settings. Investigation of this case revealed expected device performance with no identified device malfunction, and user remained in target range most days. It was concluded, based on previously established findings for similar reports, that the cause was unclear and not attributable to a device failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.